Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were looking to find a situation as to why they were falling off so fast. Patient stated they had several falls in the last 6 months. Patient mentioned they went to a car wreck and went through one of the banks in front of walmart and all of this was affecting their stability and balance and the capability in controlling the bladder. Patient mentioned several times that they think the quality of this new ins was not as good as the previous one, they were 50-60 feet from the bathroom and they have had some accidents. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient called back and reported they still having issues with their new implant, they reported no having improvement with their symptoms since the implant. Patient was redirect to hcp for further assistance. Patient called back since they had a missed call from them, agent explained they already provide the information that was intended.